Manufacturer narrative:
One unopened cannula was tested for self- adhesive force. No abnormalities were detected. It is not possible to perform a self- adhesive test on a used device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive from a box of infusion sets were not sticking well enough. No adverse event was reported. The infusion set was requested to be returned for product evaluation.